Manufacturer narrative:
Concomitant medical products: addr01, ipg implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was not capturing in bipolar and had low bipolar impedance. The lead is also reported to have insulation issues. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead revision will be scheduled for a future date.